Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
Reference MDR #1219856-2011-00059 for the intra-aortic balloon pump (iab) report. It was reported via a call report that immediately post insertion helium (he) loss alarms were noted; no blood was present. A decrease of 3 cc of helium was attempted, but the alarm continued. Pumping in 1:2 was attempted, but the alarm continued. After the clinical support specialist (css) returned the call, they had tried another pump and were replacing the intra-aortic balloon (iab) during our conversation. The new catheter was inserted into the same insertion site, the right femoral artery, with no problems or alarms noted. There was no reported patient death or injury. Iabp therapy was delayed for the amount of time it took to prep and insert the second iab. There were no reported patient complications. The patient outcome is "patient currently on pump."